Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a cadd administration set, under infused the drug vancomycin. Per reporter volume was 600 stop volume 9.5, measured volume 76 and the calculated under infusion was 11.3 percent. No adverse patient effects were reported. No additional information is available at this time.